Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same patient as 6000089-2007-01138. It was reported that 449 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr) and underwent coronary artery bypass grafting (CABG). Target lesion 1 was a 3.0mm, 80% stenosed, 8mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with direct stent placement of a 2.5 x 12mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was a 3.0mm, 90% stenosed, 8mm long portion of the proximal left circumflex (lcx). The physician treated the lesion with direct stent placement of a 2.5 x 12 mm taxus express2 study stent. Residual stenosis was 0%. There was an attempt to revascularize the ramus, but guide wires could not cross the occlusion. It was observed that the ramus filled via collaterals and intervention was terminated. The patient was discharged on the next day on aspirin and plavix. At 443 days after the index procedure, transesophageal echocardiogram revealed an abnormal mitral valve consistent with possible chordal or papillary head disruption, mild to moderate aortic valve stenosis with mild valvular insufficiency, and mild left ventricular systolic dysfunction with lateral wall hypokinesis. Six days later, the patient underwent aortic valve replacement, mitral annuloplasty, and CABG x3 including: saphenous vein graft to 1st diagonal, saphenous vein graft to the left anterior descending, and saphenous vein graft to the ramus. At this time, it was noted that the chordal apparatus was in tact, but was "just extremely redundant". The patient was discharged 7 days later on aspirin. In the opinion of the physician, the relationship of the tvr to the taxus stent is unrelated. Clinical event committee adjudication in july 2007 states that the tvr for the lad territory is possibly related to the taxus stent and the lxc territory is possibly related to the taxus stent.